Event description:
It was reported that the display was blurry and unreadable. There was no adverse impact on the blood glucose level. Technical support arranged for a replacement pump to be sent. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.